Event description:
A report was received that the pt had an infection at the lead site. The pt's symptoms were pain at the lead and pocket site. The physician assessed the pt and prescribed oral antibiotics and reported that there was no infection at the pocket site. Upon a follow-up visit, the physician administered a trigger point injection at the lead incision site (caused by inflammation from the infection, which has caused the pt's muscles by her shoulder blade to tighten). The pt's infection has completely resolved and is reportedly doing well following treatment.

Manufacturer narrative:
A review of the manufacturing documentation of the ipg and lead found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the ipg and lead found them to be satisfactory. This is the final report.